Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg level not provided) and the cause was not known. Low bg was addressed with glucagon injections. The customer had discussed the low bg events with a healthcare provider. Additionally, it was reported that the pump touch screen intermittently timed out prematurely. Tandem technical support (cts) confirmed that the customer's time out settings were set to 120 seconds; however, customer alleged the screen would time out right after a temp rate was started. Screen time-outs did not impact bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, the customer did not reply to the requests.